Event description:
Double lumen l cath inserted in 2004; unable to get blood return on red lumen; the next day, line reevaluated--took 45 seconds to get blood return & pt's arm swollen. PICC line removed & another inserted in opposite arm.